Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v708219, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect about 2-3 weeks ago, including loss of bladder control and frequency. It was noted that the patient was now experiencing the stimulation starting and stopping, was feeling stimulation from her hip down her right leg, which new sensation started yesterday. The patient¿s previous stimulation sensation was felt in her buttocks and at that time the therapy was working great. It was noted that the patient¿s sugar was not being controlled, but had not had any falls or traumas. The patient was doing physical therapy for her core muscles a couple months ago, since she was having difficulties using stairs. The patient ended up having surgery to remove a tumor from her ovaries on (B)(6) 2013, so her physical therapy stopped. The patient started the exercises up again in the last two weeks, which mainly consisted of leg and butt lifts in bed. The patient had not seen her physician since 2012 and was not aware of any different programs she might have. The patient was currently on program 1 at 1.3 v, stimulation was on, there were four programs, but the patient had not tried any of the other three. The patient had not tried increasing stimulation either.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).